Event description:
'Eche de pose' the malfunction of the non progression of the stents in the operating canal is captured in this file. "As per cc form": no progression of the stent in the operating canal of the endoscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1.does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact. 2. What was the target location for the stent? Biliary duct. 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure: good storage conditions. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 035 - 260cm. 5. Was the wire guide lubricated prior to use? No. 6. Was the wire guide inspected for damage prior to use? Yes. 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9. If yes please indicate the type of procedure performed : sphincterotomy. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11. If not with the device in question, how was the procedure finished? With boston scientific fc metallic stent. 12. Did the patient require any additional procedures as a result of this event? No. 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Na. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Duodenoscope ed34i10t pentax. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location? No. 7. Was resistance encountered when advancing the introduction system in place to the target location? N/a. 8. How did the physician deal with this resistance? N/a. 9. How did the physician determine the length of the stent to be used for the procedure? N/a. 10. Where was the stricture located in the duct? N/a. 11. Was the stricture dilated prior to placing the device? N/a. 12. Was resistance encountered when advancing the stent through the obstructed area? N/a. 13. After placement, was stent position verified? N/a. 14. If yes, please describe how. 15. Please estimate the amount of time the stent was in place prior to this occurrence n/a. 16. Did any section of the device detach inside the endoscope or patient? No. 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a. 19. Was the broken device retrieved? N/a, yes, no. 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a. 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure : wire guide jagwire boston scientific. 25. Did the patient require any additional procedures as a result of this event? No. 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 29. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all fs-oacl-10-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for fs-oacl-10-7 device of lot number c2148442, fs-oa-10 of lot number c2133279, clso-10-7 of lot number c2125197 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the fs-oacl-10-7, clso-10-7, and fs-oa-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2148442, c2133279 (fs-oa-10), c2125197 (clso-10-7). Instructions for use and label (fs-oa introducer): the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per step.3 of the IFU, "with elevator open, advance device in short increments until endoscopically visualized exiting scope." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096) instructions for use and label (clso stent): it should be noted that (ifu0045) ¿this device is used to drain obstructed biliary ducts¿. In the precautions it¿s mentioned that ¿select the cook stent introducer system (if not included) in the appropriate french size¿. There is evidence to suggest that the user did not follow the instructions for use image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined due to limited information and no device returned for evaluation. However, a possible root cause may be attributed to the lack of lubrication on the wire guide, which could have increased friction and caused difficulty in advancing the stent. Additionally, the absence of a maintenance schedule for the endoscope could have led to mechanical malfunctions in the operating canal. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent presented an issue when the staff tried to retrieve it. It remained stuck in the endoscope. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to the lack of lubrication on the wire guide, which could have increased friction and caused difficulty in advancing the stent. Additionally, the absence of a maintenance schedule for the endoscope could have led to mechanical malfunctions in the operating canal.